Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Cc updated with analysis of returned device eval codes updated. The report received from the affiliate indicated that during a stent assisted coil embolization of an aneurysm the enterprise vrd stent was not fully deployed and was stuck in the (unknown) microcatheter. The physician used another enterprise device after the reported product issue. There was no reported patient injury. No further information has been received in response to multiple investigational efforts. The product was returned for inspection. One non-sterile enterprise vrd and delivery was received coiled in a plastic bag. The bag contained: delivery wire, introducer tube and stent. The stent and part of the delivery wire were inside the introducer tube; the introducer tube presented a kink at 17.5cm from the distal end, no other visual anomalies were noted. The stent was observed under the microscope and no anomalies were noted. Functional analysis was performed as per procedure. The delivery wire/stent advanced through the microcatheter and the stent was deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01419566. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per nitinol devices & components (ndc) revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. No further action will be taken at this time. The reported inability to deploy the stent out of a microcatheter was not confirmed; the stent was able to be deployed during the functional analysis. The cause of the damage on the introducer tube could not be conclusively determined, however, the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Although based on the available procedural information, no definitive conclusion can be made regarding the reported event, based on no discrepancy with functional testing of the returned device it appears that procedural factors contributed to the event. There is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The report received from the affiliate indicated that during a stent assisted coil embolization of an aneurysm, the enterprise vrd stent was not fully deployed and was stuck in the (unknown) microcatheter. The physician used another enterprise device after the reported product issue. There was no reported patient injury. No further information has been received in response to multiple investigational efforts. The product was not returned for inspection. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01419566 which corresponds to final lot 13471863. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4) for cordis nitinol lots 514281, 514409 and 514974 revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. Based on the limited procedural/clinical information and without the return of the device for analysis, no conclusion can be made regarding the reported enterprise deployment difficulty. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization of an aneurysm, the enterprise vrd stent was not fully deployed and was stuck in the (unknown) microcatheter. The physician used another enterprise device after the reported product issue. There was no reported patient injury. Additional information has been requested.